Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-aug-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that auxiliary drawer 2.1 was not detecting pockets a or b due to misaligned retractor bands and cable positioning, along with debris obstructing drawer function. A field service engineer adjusted the retractor bands, reseated the cables for drawer, and removed debris to resolve the issue. The system functioned as intended after the field service engineer repaired the device. E.1 initial reporter facility: (B)(6).

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 2.1 the system stated that the drawer was off the bus and all the cubie pockets in the drawer were failing. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. However, there were no adverse events or injuries reported based on this event.